Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2011 and now alleges swelling, stiffness, popping, and discomfort. Additional information received in medical records indicates the patient's surgeon suspects possible metal allergies. There has been no revision procedure to date and one is not currently planned.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number 1 states, "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00268/ 009269).